Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on 04/04/2017 the surgeon provided the following additional event details. The surgeon is unable to visualize the malpositioned stent. The patient will continue to be monitored. The iris damage was characterized as trivial/inconsequential and required no medical or surgical intervention. The event did not result in any loss of best corrected visual acuity (bcva) compared to the patient¿s baseline. The surgeon reported no adverse impact to the patient. The event was reported to be resolved.

Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage and stent malposition are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 03/30/2017.

Event description:
The surgeon reported that during an attempt at istent implantation their visualization was obscured by blood and the surgeon was unable to re-grasp the stent. The surgeon used viscoelastic to move the blood away from the surgical site and was unable to find the stent. The surgeon believes a small tear was made in the iris and the stent is behind the iris. The istent procedure was aborted. Additional information has been requested.